Manufacturer narrative:
The customer had no further issues after the service visit. Based on the information provided, the cause of the event could not be determined.

Manufacturer narrative:
The na electrode lot number was x36_2024 with an expiration date of 06-apr-2025. A field service engineer (fse) performed various maintenance actions and checked various instrument parts. The investigation is ongoing.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for na electrode (na) on a cobas 6000 c501 module. The initial result was 250 mmol/l. The repeat result was approximately 140 mmol/l.